Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient experienced weakness. Actions/interventions taken to resolve the issue included the patient¿s father was notified. The patient returned to office that evening and 2000 mcg concentration was removed, rinsed, and instilled 40 mls of 500 mcg concentration.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (500 mcg/ml at 295.11) via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that a couple of hours ago they refilled the patient¿s pump, and the patient was discharged. They realized that they had changed the drug concentration and did not do a bridge bolus. The pump was currently programmed to 500 mcg/ml at 295.11 mcg/day, but the concentration had been changed to 2000 mcg/ml. It was calculated that the patient would be receiving the 500 mcg/ml concentration for 14.32 hours and then would get the 2000 mcg/ml. The hcp was going to get the patient back now; update the programming; and do a bridge bolus.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.